Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The file states the use of a viscoelastic, which is not qualified to be used with associated iol combination. Photo review: the attached photo shows iol implanted. It appears to have a line/mark on the iol. The exact location cannot be determined. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow the manufacturer instruction of qualified iol delivery system product combinations and alternative viscoelastic, as the complainant states the use of an unqualified combination. The use of nonqualified combinations may result in delivery issues and/or damage. All product and batch history records are quality reviewed prior to product release. Additional information provided in h.3., h.6. And h.10. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, a 2mm scratch was observed on the lens. The patient experienced glare and blurry vision. The iol remains implanted and no further intervention was required. Additional information has been requested.